Manufacturer narrative:
The device was returned for evaluation. The catheter shaft and advancer tube had been cut, and the balloon was not present on the returned device, therefore, further evaluation of the balloon could not be performed. The syringe was returned with blood present within the extension tube from the device. Severe damage was noted on the distal end of the introducer sheath, which could have led to balloon damage and a proximal balloon detachment, as evidenced by blood being aspirated back in the syringe when attempting to fully deflate the balloon. This may have also led to an inability to remove the device from the advancer tube. Damage to the balloon could have also been caused by intra-arterial calcium as noted by the vascular surgeon. Based upon the info provided and the investigation performed by accessclosure, the exact cause of the failure to withdraw leading to surgical intervention could not be conclusively determined. A review of the lot history record for the subject device indicating that the mynx device met all performance specifications upon shipment. Per the mynx instructions for use (IFU), the safety and effectiveness of the mynx have not been established in pts with clinically significant pvd in the vicinity of puncture. In addition, the IFU states that if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract.

Event description:
A male pt underwent a diagnostic coronary cath procedure in 2009. Access was obtained via a 6f sheath. The cath lab mgr, trained to the mynx procedure, proceeded to deploy the mynx closure device successfully per the instruction for use (IFU); however, he was not able to deflate the balloon successfully following deployment. He proceeded to close the stop cock and re-load the syringe to pull negative again, but blood was aspirated back through the syringe. The cath lab mgr believed that the balloon was deflated because of the blood coming through the syringe, but was unable to remove the device. He tried to advance the wire and re-advance the sheath, but was still unsuccessful. It is unk if the operator tried to remove the device as a whole, per the mynx IFU. A vascular surgeon was consulted and it was decided to surgically remove the balloon. Although, it was reported that calcium was not visually seen in the pre-procedure arteriogram, surgical intervention revealed the deflated balloon was hung up on a calcium in the vessel at the puncture site. The surgery was successful and the puncture site. The surgery was successful and the pt tolerated the procedure well. The pt was discharged the next day and was recovering without further clinical sequelae.